Manufacturer narrative:
This is one event (death) of two events reported for the same pt involving two separate products: associated mdrs 1225714-2014-03180 and 1225714-2014-03181.

Event description:
The plaintiff's attorney alleged that the decedent experienced a cardiovascular event and subsequently expired on (B)(6) 2004 after the use of the product.